Event description:
It was reported that during a live donor nephrectomy procedure, the device was being used to transect the ureters. The device would not close all the way prior to the first firing, so the device was reloaded and test fired fine. The device was then reloaded with a white reload and the device cut but the staples did not form on the tissue. They were unformed in the abdomen. The ureters were clipped and there was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 05/27/2009. Information anticipated, but unavailable at this time.